Event description:
The MFR received info alleging that a ventilator was alarming while in use. There was no reported pt harm or injury reported. During the eval of the device at the MFR's service center, the customer's complaint was confirmed. The device's sensor board was replaced to correct the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm as designed.